Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, damage or deformation of the forceps elevator, the angle wires were stretched, adhesive on rubber has a chip, adhesive on rubber has a crack, control unit has discoloration, control unit has a scratch, up/down knob has a scratch, right/left knob has a scratch, lock engagement lever has a scratch, cylinder is shaved, switch box has a scratch, connecting tube has a scratch, cover has a scratch, adhesive around light guide lens is peeled, due to damage, forceps control lever does not move smoothly, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to damage on charged couple device unit, the image has white dots, protector of universal cord on connector side has a scratch, protector of universal cord on control section side has a scratch, image guide protector has a scratch, grip has a scratch, plastic distal end cover has a scratch, switch box has a scratch, and lock engagement knob has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus that the evis lucera duodenovideoscope forceps lever caught. During evaluation of the customer returned device, the adhesive part of the lighting lens was peeling off and there was a gap in the glued end so dirt entered the lens through the gap. There were no reports of patient harm associated with this event.